Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called and reported she was hospitalized twice in three days, due to bent infusion set cannulas. Customer's blood glucose was 908 mg/dl. The customer stated she never received a no delivery alarm from the insulin pump. The device will not be returning for analysis.